Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received multiple occlusion alarms. There was no reported impact to the customer's blood glucose level. The customer changed all supplies to resolve the alarms. The customer declined troubleshooting with tandem technical support.